Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics were dispatched due to low blood glucose of 78 mg/dl on (B)(6) 2017. The customer was sitting at her computer when the incident happened. The customer treated the low blood glucose with a sandwich, candy bar, and 8 ounces of orange juice. The customer was off the insulin pump less than 48 hours prior to incident. Customer stated that they programmed a larger fixed prime amount than was required to fill the cannula. She believed the insulin pump over delivered. The self-test passed. The paramedics stated that the insulin pump was broken. Her blood glucose level dropped to 48 mg/dl. The insulin pump will not be returned for analysis.